Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Pseudoaneurysm: while the device was not returned for physical investigation. Pseudoaneurysms are complications which may be related to the endovascular procedure or the vascular closure procedure. The device pulled through the access site when the devices pulled through when attempting to gain temporary hemostasis. A thrombin injection was successfully applied post procedure to repair the pseudoaneurysm. It is unknown if the users attempts to re-stick the access site contributed to the pseudoaneurysm requiring thrombin injection are known minor complication of endovascular procedures or vascular closure and are not considered a serious injury but the patient did receive blood products which elevates the level of injury. Device puling through during attempt to gain temporary hemostasis: as the device was not returned, it is unable to determine if the device pulling through the access site was a result of use error or manufacturing defect.

Event description:
The vascade mvp device was selected for closure, the device was verified to be in a proximal position and inserted into the 8 fr sheath which had been downsized from a 14 fr sheath. The disc was deployed, the sheath was removed, but when the user attempted to gain temporary hemostasis the device pulled through the access site. The user then attempted to re-stick the access site twice, but was told by supervising physician to hold manual compression. The staff converted to manual compression. Later patient developed a pseudoaneurysm which required a thrombin injection to correct and patient received blood product. No further injury or complication noted.